Event description:
It was reported that the insulin pump had a crack in the display, and the device had not been dropped. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.